Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-may-2018 with the following findings: a review of the black box and alarm history showed no evidence of call service 006 eeprom write alarms. The battery compartment and cap were undamaged and able to fit securely. The pump powered up to a hard call service 006 alarm upon start up. The reported call service 006 complaint was duplicated. The pumps cover was removed and no intermittent conditions were found to the printed circuit board. An eeprom failure was concluded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 006 alarm was emitted. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.